Event description:
A surgeon reported a pt experienced an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon refused to complete the questionnaire.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested by fax and mail on 03/17/2009 and by phone on 03/30/2009 and 03/31/2009. The surgeon refuses to complete the questionnaire. This report was mailed to FDA on: 04/10/2009.